Manufacturer narrative:
The spectra cylinder was visually inspected and functionally tested. It performed within specifications.

Event description:
It was reported that the patient had a cylinder component to his spectra penile prosthesis removed due to erosion and pain. No additional patient complications were reported in relation to this event.

Event description:
Additional information received on (B)(6) 2017 indicated that the spectra cylinder component was also removed due to infection. No additional patient complications were reported in relation to this event.